Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman fxd curve access system and a non-boston scientific occluder. The physician performed the transeptal puncture (tsp) and for an unknown reason believed the wire to be placed in the upper pulmonary vein. The echocardiogram physician did not see that the wire was in the pericardium. The physician advanced the watchman fxd curve access system sheath over the wire and then realized the position of the wire was incorrect and thus the sheath was in the pericardium. A pericardial effusion developed and pericardiocentesis was completed to treat the effusion. No further patient complications were reported. It was further reported the patient also experienced tamponade. Pericardiocentesis was completed to treat the pericardial effusion that developed. Auto transfusion was required to get the blood removed back into the patient. The physician then attempted to deploy the non-boston scientific occluder, but did not manage to deploy it correctly. The patient was then taken to surgery. The patient has recovered and was discharged. The physician suspected that the wire slipped during tsp causing the reported event.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code(s) added. H6: patient code added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed with a watchman fxd curve access system and a non-boston scientific occluder. The physician performed the transeptal puncture (tsp) and for an unknown reason believed the wire to be placed in the upper pulmonary vein. The echocardiogram physician did not see that the wire was in the pericardium. The physician advanced the watchman fxd curve access system sheath over the wire and then realized the position of the wire was incorrect and thus the sheath was in the pericardium. A pericardial effusion developed and pericardiocentesis was completed to treat the effusion. No further patient complications were reported.